Manufacturer narrative:
As reported, the edges of the 3dmax mid were noted be cracked. The subject device has been discarded. The photo evaluation shows what appears to be a crack in the bottom edge seal on the medial marker side. As the physical sample was not returned for evaluation a definitive root cause cannot be determined. However, based on the event as reported the most probable root cause of the crack/tearing of the edge seal is forces applied during use. The precautions section of the instructions-for-use states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 907 units released for distribution in august 2023. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic inguinal hernia repair, the edges of the 3dmax mid were noted be cracked. An 8mm trocar was used for the procedure. It was reported that the surgeon opened another piece of mesh to complete the procedure. There was no patient injury. In follow up with the sales rep, who was not present in this case, it was stated the or staff are ¿kind of rough with handling the mesh when removing from the packaging and inserting it through the trocar."